Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer. A test failure indicating the machine flow sensor malfunctioned was observed. The device's machine flow sensor was replaced to address the issue. In addition, the device's cooling fans were found to have malfunctioned and were replaced to address the issue. The cooling fan malfunction would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.